Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the standoff mount on the bottom case was broken off, the right plunger case was cracked, and the left plunger case had a broken screw boss. A review of the event history log identified firmware mismatch and syringe plunger not in place in the history. Functional testing was performed and the firmware mismatch happened at startup and the plunger not in place happened when the plunger was tight against the pump. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board for the firmware mismatch alarm. Reset timing plates in the plunger head as a preventative measure for customer stated plunger not in place alarm.

Event description:
It was reported that the pump exhibited firmware mismatch and syringe plunger sensor error. No patient injury was reported.